Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type: accessory; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the call was about the patient programmer. A problem with the patient programmer was reported. Patient had not used her neurostimulator in a very long time because she hadn't needed it in about 4 years. Patient attempted to use it three days before reported event date and had to replace the batteries. The patient reports not being able to make adjustment both with or without antenna attached. It was later reported that the patient programmer won't do telemetry with or without antenna. Appears to have occurred through product use no indication of patient harm. Additional information reports that the patient was not able to make adjustment both with or without antenna attached. The patient states her neurostimulator (it was unclear if the patient meant programmer or stimulator) stopped working a couple of weeks ago. They sent her a new one and she got it yesterday and it still was not working. The patient states she called and manufacturer sent a replacement programmer. The patient states she received the programmer but it still will not connect with the ins (stimulator). The patient states the last time the patient felt stimulation was 2 about two weeks ago. The patient states she has an appointment scheduled the day after reported event date with healthcare provider. The patient has had no falls or trauma. It was noted that the repair department will send the patient a replacement antenna for her to try. It was later reported the patient was sent a patient programmer and still cannot connect. It was reported that an antenna will be sent overnight. It was noted that it may be the patient ins (stimulator) which has been in for 47 months. Appears to have occurred through product use. No patient harm reported no item returned for analysis.